Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. During support, suction alarms were observed. The physician opted to remove the pump and replace it with an intra-aortic balloon pump and administer vasopressors. The procedural outcome is unknown.